Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He tested the unit and he could not confirm the reported issue. The device was working as per the specifications. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not heating properly on the patient side during a procedure. The perfusionist was not able to warm up to 41°c until he lowered the cardioplegia side temperature to 15°c. There was no report of patient injury.